Manufacturer narrative:
Patient gender corrected to female.

Event description:
A peritoneal patient requested cycler set up instructions regarding a prescription change after having returned home from open heart surgery. During a follow up phone call, the patient's nurse stated that the patient has had multiple heart attacks and has been suffering from multiple medical conditions. The nurse also said the patient had coronary artery blockage due to which the patient underwent open heart surgery. The patient felt chest pain in the middle of the day and subsequently underwent surgery. The patient was in pd treatment at the time of the chest pain. The nurse said that the patient resumed the pd therapy after discharge. The patient's medical records are not available.

Manufacturer narrative:
Clinical investigation: although there appears to be a temporal relationship between the patient¿s chest pain and subsequent hospitalization for open heart surgery there is no documentation indicating a causal relationship between the liberty cycler, the hospital admission and/or the chest pain and subsequent open heart surgery. Additionally, there is no allegation against any fresenius products and the adverse event(s). There is however a probable association between the patient¿s cardiac history and coronary blockage and the need for open heart surgery. Additionally, ¿interactions between heart and kidney are various and of clinical relevance. Worsening of one organ often influences the function of the other.¿ ((B)(6) 2017). It remains unknown if fresenius supplies were utilized during hospitalization due to lack of documentation.

Event description:
A peritoneal patient requested cycler set up instructions regarding a prescription change after having returned home from open heart surgery. During a follow up phone call, the patient's nurse stated that the patient has had multiple heart attacks and has been suffering from multiple medical conditions. The nurse also said the patient had coronary artery blockage due to which the patient underwent open heart surgery. The patient felt chest pain in the middle of the day and subsequently underwent surgery. The patient was in pd treatment at the time of the chest pain. The nurse said that the patient resumed the pd therapy after discharge. The patient's medical records are not available.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient requested cycler set up instructions regarding a prescription change after having returned home from open heart surgery. During a follow up phone call, the patient's nurse stated that the patient has had multiple heart attacks and has been suffering from multiple medical conditions. The nurse also said the patient had coronary artery blockage due to which the patient underwent open heart surgery. The patient felt chest pain in the middle of the day and subsequently underwent surgery. The patient was in pd treatment at the time of the chest pain. The nurse said that the patient resumed the pd therapy after discharge. The patient's medical records are not available.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
A peritoneal patient requested cycler set up instructions regarding a prescription change after having returned home from open heart surgery. During a follow up phone call, the patient's nurse stated that the patient has had multiple heart attacks and has been suffering from multiple medical conditions. The nurse also said the patient had coronary artery blockage due to which the patient underwent open heart surgery. The patient felt chest pain in the middle of the day and subsequently underwent surgery. The patient was in pd treatment at the time of the chest pain. The nurse said that the patient resumed the pd therapy after discharge. The patient's medical records are not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient requested cycler set up instructions regarding a prescription change after having returned home from open heart surgery. During a follow up phone call, the patient's nurse stated that the patient has had multiple heart attacks and has been suffering from multiple medical conditions. The nurse also said the patient had coronary artery blockage due to which the patient underwent open heart surgery. The patient felt chest pain in the middle of the day and subsequently underwent surgery. The patient was in pd treatment at the time of the chest pain. The nurse said that the patient resumed the pd therapy after discharge. The patient's medical records are not available.